Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the shell inserter screw broke while the shell was being implanted during hip arthroplasty. The fractured piece was retrieved.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Review of the device shows the threaded portion of the hex bolt is broken and also shows wear and tear that indicates successful use of the device for 1 year. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. Risk assessment did not identify any new risks. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.